Manufacturer narrative:
(B)(4). Event date: publication year of 2009. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : uteroperitoneal fistula formation after proximal salpingectomy with harmonic scalpel resulting in a third consecutive fallopian tube ectopic pregnancy. Author : donald l. Fylstra. Citation: j reprod med 2009;54:330-332. This is a case of a (B)(6)-year-old female, gravida 4, para 2, abortions 2, with 2 prior term, who presented with her third ectopic pregnancy. She was treated with a laparoscopic right salpingectomy in her fist ectopic pregnancy. Three years later she had her second ectopic pregnancy and was successfully treated with laparoscopic left partial salpingectomy. The harmonic scalpel (johnson & johnson, cincinnati, ohio) was used to resect the entire proximal portion of the left fallopian tube (lft), leaving the distal lft in situ. Two months after her second ectopic pregnancy, she had her third ectopic pregnancy. This was noted in the remnant of the lft that had been left in situ after resection of the lft isthmic ectopic pregnancy. Her third ectopic pregnancy was successfully treated with laparoscopic removal of the residual distal lft with the harmonic scalpel. The lateral collateral tissue damage associated with the use of the harmonic scalpel dissection is minimal, however, resection of the fallopian tube at the cornua sets up tubal factors for uteroperitoneal fistula formation. Since the patient¿s third ectopic pregnancy occurred within 2 months of the harmonic scalpel dissection of her left isthmic ectopic pregnancy, fistulization in the area of proximal tubal harmonic dissection is presumed. The author concluded that with laparoscopic resection for ectopic pregnancy, like with tubal sterilization, when possible, the proximal portion of the fallopian tube should be preserved to allow tubal healing and minimize the chance for fistula formation.